Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225713-2013-01745 and 1225714-2013-01746. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The add'l info received noted that the pt subsequently expired, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event reported on the same pt involving two separate products and associated with mdrs #1225714-2013-01745, 1225714-2013-01746.